Event description:
Silverhawk es+ was inserted and made 4 quadrant cuts of the posterior tibial. The device then seemed to have a difficult time sliding back over the wire. (Note: potential wire wrap occurred and caused stress on nosecone). When silverhawk was removed, the staff noticed the clear nosecone was missing. Wire was then removed with significant difficulty and staff noticed that there was a large amount of trauma to the .014 wire. Multiple catheters were then inserted and several leg angios were performed. Clear nosecone was never found. No injury to the pt was reported.